Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a depleted back up battery on the user interface controller (uic). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.